Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in date of event is the complaint awareness date. Please also note that the date of implantation was reported to be in or around 2002-2003, and is being reported as (B)(6) 2002. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: perforation of the patient¿s vena cava and filter fracture, with several broken filter struts abutting the aorta. In addition to these injuries, the patient now requires constant medical monitoring. The patient lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record review could not be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anxiety experienced by a patient does not represent a device malfunction. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Perforation of the vena cava was also reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: perforation of the patient¿s vena cava and filter fracture, with several broken filter struts abutting the aorta. In addition to these injuries, the patient now requires constant medical monitoring. The patient lives with the daily fear that the filter may malfunction. Knowing that if it does, little can likely be done. No additional information is available.

Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth), (event date), no further information is available at this time.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation of the vena cava and filter fracture, with several broken filter struts abutting the aorta. Per the patient profile form (ppf), the patient reports fracture of the ivc filter, with several broken struts abutting the aorta, and further reports perforation of the filter struts outside the ivc, blood clots, clotting and or occlusion of the ivc. The patient further reports anxiety and fear. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: perforation of the patient¿s vena cava and filter fracture, with several broken filter struts abutting the aorta. In addition to these injuries, the patient now requires constant medical monitoring. The patient lives with the daily fear that the filter may malfunction. Knowing that if it does, little can likely be done. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately sixteen years and two months post implantation. The patient reports fracture of the ivc filter, with several broken struts abutting the aorta, and further reports perforation of the filter struts outside the ivc, blood clots, clotting and or occlusion of the ivc. The patient has experienced injuries, including but not limited to perforation of the vena cava, fracture of the ivc filter and several broken filter struts abutting the aorta. Subsequently, the patient was diagnosed with an occluded ivc and was required to undergo surgery for ivc reconstruction, recannulation and stenting, which requires constant medical monitoring. The patient lives with the fear that the filter may malfunction, knowing that if it does, little can likely be done.

Manufacturer narrative:
Correction to (product code).